Event description:
Constant channel error iui- corrosion, membrane frame- damaged/cracked frame, bezel assy- lower hinge crack, pressure module- failure - unspecified, pressure sensor- check IV and pressure sensor- fluid ingres/cont/corro there was no patient involvement. (B)(6) 2018 12:50:37 (B)(6). Npi not confirmed. Unit received unexpectedly. No tracking number found. Please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer (B)(6) 2018 13:40:53 (B)(6). Serial number re-assignment required to reconcile a mismatch serial number. Serial number (B)(6) was deactivated due to previous mismatch and was received in service depot for re-serialization. (B)(6) has been notified that current serial number will be deactivated (B)(6) and a new serial number will be activated (B)(6) has been assigned to their hospital. (B)(6) 2018 (B)(6) (B)(6) 2018 14:17:30 (B)(6). Customer called in to check status on RMA 301352985. Received an unexpected notice. Gave the customer the new sn and RMA#. All infomation remains the same as original RMA. Information updated. Po for $365 approved by (B)(6). Shipping & billing addresses confirmed. (B)(6) 2018 14:25:01 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
03/07/2018 (B)(6). Npi not confirmed. Unit received unexpectedly. No tracking number found. Please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer 03/07/2018 (B)(6). Serial number re-assignment required to reconcile a mismatch serial number. Serial number (B)(4) was deactivated due to previous mismatch and was received in service depot for re-serialization. (B)(6) has been notified that current serial number will be deactivated ((B)(4)) and a new serial number will be activated ((B)(4)) has been assigned to their hospital. (B)(6) 2018 (B)(6). 03/07/2018 (B)(6). Customer called in to check status on RMA (B)(4). Received an unexpected notice. Gave the customer the new sn and RMA#. All information remains the same as original RMA. Information updated. (B)(4).